Event description:
The customer reported to vyaire medical problem with bellavista 1000 us in which a blue screen appeared "a problem has been detected and windows has been shut down to prevent damage to your computer" during standby mode. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log file analysis reveals that there was a cfb error. As per work order (B)(4), the service technician ran circuit test with good results. Ran ventilation for a whole, which is also good. Saved event logs and sent them to technical support for review. Possible main board replacement needed for "blue screen" issue that occurred. Part ordered after. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. However, log file analysis tool was utilized. Epc has suddenly stopped logging on 13/02/2023 19:12:11 (system time) while unit was on stand by. Its visible as per the log entry "vent state-"0, user force shutdown the unit at 13/02/2023 22:50:59 . Warning lines like nurse call, red alarm lights were on and the buzzer are active. As we have evidence that the cfb was not affected, ventilation would have continued with the last settings as designed. Despite many tests performed on similar returned parts, the issue was still not reproducible. Investigation will be continued under I-ch-21-007. Exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc.